Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the anchor from an ar-3680 fibertak button implant system pulled out of the bone. The surgeon followed the technique guide, ensuring that the thick part of the loop suture did not pass through the button during whipstitching. The pin was cycled, and the guide was left in as the anchor was inserted. After insertion, the anchor was then set by pulling at the same angle as the guide. Once the anchor was set, the surgeon went to convert the first shuttle stitch, which is when the anchor pulled out of the bone. This was discovered during a bicep tenodesis repair procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: the case was completed by removing everything from the patient except for the whip stitch, which was sutured to a new ar-3680 fibertak button implant system.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.